Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation was functioning great in terms of pain relief as they had zero pain but the patient complained of the recharge burden. The patient's average recharge session was every 4 days for 2.5 hours and their coupling average was 6 boxes. They would easily lose connection and it took too long to charge. There were no known environmental/external/patient factors that might have led to this. The physician planned on replacing the patient's battery. No further complications reported.